Event description:
A ruptured brain aneurysm was being treated with coil embolization. We used the penumbra coil (company penumbra) line. There was premature detachment of the coil leading to the coil releasing outside of the aneurysm. We attempted to retrieve the coil with an alligator device and were able to retrieve part of the coil; the other part broke off. The detached coil led to compromise of the normal parent vessel. This is a major product flaw. Penumbra withdraw coils off the market previously for a design flaw that led to premature detachment of the coil. They claim to have corrected this design flaw and this is clearly not the case. Reason for use: sah.